Event description:
It was reported that during a laparoscopic gastric bypass procedure, one (B)(4) device and three other trocars were leaking pneumo that the co2 had to be increased to keep the abdominal wall expanded. The same devices were used to complete the procedure. No adverse consequences reported. (B)(6).

Event description:
The pathologist reviewing the slides on this case noted material in one of the vessels. He suspects that the material may be the result of the angiography if portions of the polymer on the catheter were sheared off in the artery.

Manufacturer narrative:
(B)(4). Information was not provided by the initial contact. Information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). Leak test failed with test probe the analysis results found that the b12lt device was returned in good visual condition. In an attempt to replicate the reported incident, the device was functionally tested to detect any possible leak failures. During testing the device leaked with the test probe inserted. We are unable to conclude what caused the reported event; however, an investigation has been initiated to determine the potential root cause of the leaking issues. We have documented the circumstances as they have been reported to us. The batch record was reviewed and no anomalies were noted during the manufacturing process.